Event description:
It was reported that following a procedure to add an additional lead and replace the ins, the original lead no longer provided therapeutic effect. The original lead was placed in the subthalmic nucleus (stn) and a new lead was implanted in the ventrointermediate nucleus (vim). Following the procedure, the lead placed in the vim provided symptom relief without side effects, however, the lead in the stn no longer controlled the symptoms that it used to. It was noted that impedance measurements were normal during the surgery, but afterwards the hcp gradually increased the amplitude to 10.5v without the patient experiencing side effects or benefit. The patient felt an occasional minor tingling at the connection site, which did not increase with increasing voltages. The extension connected to the stn lead was not replaced during the procedure. Electrocautery was used in the pocket and the ins was turned off. The hcp planned to recheck the system and take x-rays to rule out migration when the patient returned for follow-up in one month.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v734509, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# va014qk, implanted: (B)(6) 2012, product type: lead. (B)(4).